Event description:
According to the reporter, during laparoscopic hernia repair, the sheath was much thicker and prevented trocar penetration. The sheath disengaged. The patient had to have a larger than necessary incision (less than 1 inch) and surgery was extended less than 30 minutes). There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.